Event description:
It was reported that the device displayed repeatedly the following error message: "cassette not connected correctly. Reattach the cassette" even after multiple cassette changes. The event occurred oat the hospital during preparation for use. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The device alarms "cassette not attached properly". The downstream occlusion (dso) sensor needs to be calibrated/exchanged.